Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, providing one with updated software and offering training through the customer's tandem source account. The customer planned to use mdi as a backup insulin delivery method until the replacement pump arrived. They understood the instructions for returning the defective pump and acknowledged the necessary steps to receive the new one.